Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "periprosthetic effusion, augmentation of breast volume, pain, MRI rupture, and capsular contracture, baker grade iii/IV. This record is for the left side. The device has been explanted it is unknown if it was replaced.

Event description:
Healthcare professional reported "periprosthetic effusion, augmentation of breast volume, pain, MRI rupture, and capsular contracture (baker grade iii-IV). This record is for the left side. The device has been explanted it is unknown if it was replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, seroma-late.

Event description:
Healthcare professional reported "periprosthetic effusion, augmentation of breast volume, pain, MRI rupture, and capsular contracture (baker grade iii-IV). This record is for the left side. The device has been explanted it is unknown if it was replaced.